Manufacturer narrative:
The reported complaint of "the icy catheter (lot no 95695) balloon leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed at the middle of the medial balloon. The probable root cause for the reported complaint could be due to a latent material defect. Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the balloons and on the distal and proximal lured tubing's. During functional testing, all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot no 95695.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the maintenance phase of the ivtm treatment, the thermogard xp ivtm system generated "air trap" alarm and the user noticed empty saline bag. The user replaced the saline bag to continue the patient treatment. After 2 hours, the ivtm system generated "air trap" alarm and the user noticed empty saline bag again. There were no traces of saline on the floor or on the bed. The user flushed the in port luer with 5 ml of saline and observed blood tinge in the start-up kit (suk) tubing. Suspecting icy catheter balloon leak. The user switched to blankets for temperature management and continued to use the catheter for medication administration. Per user, the catheter insertion was difficult with blood returning into the catheter. Per user, the console maintained target temperature for the whole duration and no device malfunction was reported on the ivtm console. No patient consequence was reported.